Event description:
Patient reported right side "device became porous and that the mammary tissue around the device has been damaged" and "having more intense pain". Healthcare professional additionally reported right side capsular contracture baker grade I. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Patient reported right side "device became porous and that the mammary tissue around the device has been damaged" and "having more intense pain". Healthcare professional additionally reported right side capsular contracture baker grade I. Device has been explanted.